Event description:
Caller states that patient was tested on the device at 124mg/dl and a lab ran approximately 20 minutes later read 44 mg/dl. Fifty minutes later another lab read 52mg/dl and 3.5 hours later the device read 117 mg/dl. Caller states that quality controls were used and fell within acceptable ranges.